Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-jun-09 reported same and similar information that was previously reported. Although it was initially reported that the patient's weight at time of event was (B)(6), the patient later noted that their weight at time of event was (B)(6). The patient reported going through withdrawal from the following medications: dilaudid, bupivacaine, baclofen, and droperidol. It was noted that the patient's primary care provider (pcp) contacted all of the healthcare professional (hcp) in the area, and was told due to liability issues they were unable to fill the pump. It was noted that they are still trying to find a hcp to refill pain device. It was noted that to date the issue has not been resolved. It was noted that pcp was writing the patient prescriptions of small amounts of medication to handle the patient's pain. No further complications were reported/ anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and other non-malignant pain. It was reported the main subject was back/spine and was calling for healthcare professionals (hcp) for pump care and refills. It was noted that every hcp the patient was supplied in their area code would not accept the patient insurance. It was noted that all the offices the patient spoke with all stated they will not care for or even fill the patient's empty pain pump due to liability. It was noted that the patient's primary hcp has located 2 hopeful hcps that may fill the patient's empty pump which has been empty since (B)(6) 2016 because the patient got prior authorization for both office visits and pump refills. It was noted patient will try to reach those hcps on (B)(6) 2017. It was noted that the patient is out of luck completely due to the circumstances that prevail if the patient has not luck with those hcps. It was noted that the patient would like to be advised of other options and needs a pump identification card. The patient was provided further information pertaining to next steps and their situation. Event date was (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-jun-02 reported the patient's weight at time of event was (B)(6) pounds. It was noted that the patient went through a horrible withdrawal from the lack of medication in the pump. The patient's primary care provider (pcp) tried to contact fourteen pain clinics that supposedly filled pumps. It was noted that they all refused to even see the patient, and it was the same line every time. It was noted that due to the liability they would not fill the patient's pump. As of (B)(6) 2017, the patient had not found a healthcare professional (hcp) to refill their pump in their area. It was noted that the empty pump had not been resolved. It was noted that the patient is being treated by their pcp for their chronic pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.